Event description:
It was reported that during a wedge resection procedure on the sixth firing the device with a blue load, on the second stroke the device jammed and locked out on tissue. Another second device was used to cut that device off tissue. The case was complete with the second device with no patient consequence. On what tissue type was the device used? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th firing. During which stroke did the event occur? 2nd stroke of the 6th firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? White and blue. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing and opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, the device had to be cut off tissue.

Manufacturer narrative:
(B)(4). Interrupted/incomplete firing the (B)(4) device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.